Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during placement of a plate on a pelvic fracture, the two drill bits of the ancillary broke off one after the other and became stuck in the patient's bone. There was no possibility of removing them. Patient's current condition: the distal part of the drill bits remained in place in the pelvis. No clinical consequences observed."

Event description:
As reported: "during placement of a plate on a pelvic fracture, the two drill bits of the ancillary broke off one after the other and became stuck in the patient's bone. There was no possibility of removing them. Patient's current condition: the distal part of the drill bits remained in place in the pelvis. No clinical consequences observed."

Manufacturer narrative:
Please disregard MFR report # 0008031020-2023-00402. Please note that this event is duplicate of stryker report MFR. Report # 0008031020-2023-00391 stryker pi (B)(4).